Event description:
Customer reports to have received a button error alarm possibly caused by sweat. Customer's blood glucose was 280 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further info provided.

Manufacturer narrative:
No button error alarm noted during testing. However, the pump had intermittent button response due to a corroded act, up and down button on keypad trace. No moisture damage on the electronic, motor, vibrator or battery tube assembly noted during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.